Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink burr catheter only. Visual and microscope inspection of the returned product revealed that the burr was detached from the coil with portion of the coil separated, the entire coil was observed to have been stretched and then compressed. The coil shaft broke 15.6cm from the distal end of the sheath. The burr was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. E1 - initial reporter address 1: (B)(6). E1 initial reporter state:(B)(6).

Event description:
It was reported that the burr tip detached. A 1.25mm rotalink plus was selected for use in an atherectomy procedure in the severely calcified and severely tortuous left coronary artery. The target lesion was successfully ablated at 180,000 rotations per minute (rpm). During withdrawal while in dynaglide mode, the burr detached and was removed with the rotawire. The procedure was successfully completed. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr tip detached. A 1.25mm rotalink plus was selected for use in an atherectomy procedure in the severely calcified and severely tortuous left coronary artery. The target lesion was successfully ablated at 180,000 rotations per minute (rpm). During withdrawal while in dynaglide mode, the burr detached and was removed with the rotawire. The procedure was successfully completed. No patient complications were reported, and the patient was in good condition.